Event description:
During a lobectomy procedure, the device locked out in the middle of firing, and then released. Staples were malformed with an open shape. Another device was used to complete the case. There were no adverse consequence to the pt.